Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low tidal volume message. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer did not have the device repaired by philips. No further details were provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.